Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device uploaded properly using care link. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was listed as a bariatric surgery and a blood clot. The caller stated that the customer had kidney issues, a heart condition, and sleep apnea that may have led to the customer's passing. The customer¿s blood glucose was over 400 mg/dl at the time of admission. The caller was unsure if the customer was wearing the insulin pump at the time of death. The pump had been disconnected in less than 24 hours prior to passing. The customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.